Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked from the drainage bag where the tubing connects to the bag. The patient reported that he slipped in the urine that leaked from the bag and that he would be seeking medical attention. The patient reported that the tubing did not disconnect from the bag.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked from the drainage bag where the tubing connects to the bag. The patient reported that he slipped in the urine that leaked from the bag and that he would be seeking medical attention. The patient reported that the tubing did not disconnect from the bag.